Event description:
Customer alleges, during daily test, the device would intermittently dump the stored charge. No pt involvement. Svc rept was unable to duplicate the reported condition. Proper operation of the device was confirmed.